Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, allergic rhinitis, chest pain, palpitations and endometriosis. Concomitant products included anaesthetics (anesthesia), cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone (depo provera), propranolol and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), abdominal pain lower ("lower abdominal pain"), vertigo ("vertigo") and dizziness ("dizziness"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving, the rash outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, weight increased and dyspareunia had not resolved and the nausea and dizziness had resolved. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: two tubular devices are seen in the pelvis concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, menorrhagia, nausea, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events vertigo and dizziness were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, allergic rhinitis, chest pain, palpitations and endometriosis. Concomitant products included anaesthetics (anesthesia), cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone (depo provera), propranolol and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), abdominal pain lower ("lower abdominal pain"), vertigo ("vertigo") and dizziness ("dizziness"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving, the rash and vertigo outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, weight increased and dyspareunia had not resolved and the nausea and dizziness had resolved. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: two tubular devices are seen in the pelvis concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, menorrhagia, nausea, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ right side pelvic pain') and perforation ('perforation') in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, allergic rhinitis, chest pain, palpitations and endometriosis. Concurrent conditions included tubal ligation (in (B)(6) 2011). Concomitant products included anesthetics, medroxyprogesterone acetate (depo provera), propranolol and topiramate (topamax). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain/right site"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vertigo ("neurological condition : vertigo") and dizziness ("dizziness") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), rash ("rash") and device dislocation ("migration "). The patient was treated with dilation and curretage and surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain and abdominal pain was resolving, the perforation, rash, vertigo and device dislocation outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, weight increased and dyspareunia had not resolved and the nausea and dizziness had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dizziness, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, perforation, rash, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: two tubular devices are seen in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received, reporter, event ¿migration ,perforation ¿¿added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ right side pelvic pain') and perforation ('perforation') in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, allergic rhinitis, chest pain, palpitations and endometriosis. Concurrent conditions included tubal ligation (in (B)(6) 2011). Concomitant products included anesthetics, medroxyprogesterone acetate (depo provera), propranolol and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain/right site"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vertigo ("neurological condition : vertigo") and dizziness ("dizziness") and was found to have weight increased ("weight gain/ loss (specify which one)weight gain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), rash ("rash") and device dislocation ("migration "). The patient was treated with dilation and curretage and surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain was resolving, the perforation, rash, vertigo and device dislocation outcome was unknown, the vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, weight increased and dyspareunia had not resolved and the nausea and dizziness had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dizziness, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, perforation, rash, vaginal haemorrhage, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: two tubular devices are seen in the pelvis. Lot number:50512930 manufacturing date: 2010-05 expiration date:2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and rash outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, abdominal pain lower, fatigue, weight increased and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: two tubular devices are seen in the pelvis concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, menorrhagia, nausea, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received. Essure indication added, batch number added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), fatigue, nausea, lower abdominal and right side pain, weight gain. Lab data added. Patient underwent total laparoscopic hysterectomy with bilateral salpingectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain") and rash ("rash"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, pelvic pain and rash to be related to essure. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.